Event description:
It was reported that prior implant, the pulse generator exhibited a battery anomaly. The device was not used.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. (B)(6).